Event description:
Item is shearing instead of clipping. Additional information was received in 01/02. The addition information indicated the following: one of the clips fell off the cystic duct post-op. The patient ended up going to another facility where they were opened up and discovered the clip was off. The ileum bile was leaking. No other information is known at this time. The facility was contacted for additional information numerous times and has not returned the company's phone calls.